Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the device would not vibrate. Customer had x-rays taken with the device on. Customer's blood glucose was 314 mg/dl. Device did not vibrate during the self test. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarms were noted during testing. The pump was received with no vibration during the self test due to a broken vibrator motor wire. The pump also had minor scratches on the lcd window and a cracked reservoir tube lip.